Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. An assembly error occurred and the pull wire was misplaced. The device was returned with the capsule still attached to the delivery system. Saliva was present on the capsule and the delivery system and the plunger was not fully depressed. The analyst felt resistance when trying to depress the plunger and when fully depressed the capsule flew off. The capsule trocar needle did not advance.